Manufacturer narrative:
The reported events were dislodgment and inadequate capture. As received, a complete lead was returned for analysis. X-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: b6: chest x-ray was performed.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead had dislodged and exhibited high capture threshold. The dislodgement of the lead was verified by x-ray. The lv lead was explanted. The patient was in stable condition throughout the procedure.